Event description:
It was reported that the user experienced a low blood glucose while using the ilet, confirmed by the device reading of 65 mg/dl and a corroborating fingerstick. The user consumed juice per coaching and later ate toast, and it was noted the user had not been announcing meals, which contributed to rapid postprandial rises and subsequent automated corrections while the system adapted. Symptoms included hypoglycemia. Outcomes included recovery to a blood glucose of 111 mg/dl without medical intervention or hospitalization. Investigation included review of device data and user coaching on hypoglycemia treatment with fast-acting carbohydrates and on meal announcement practices. Investigation of this case revealed no device malfunction and user behavior that likely contributed to the event, with the system learning and adjusting corrective dosing over time. It was concluded that the hypoglycemic event was user-related with cause unclear regarding precipitating factors and that the device operated as designed.